Manufacturer narrative:
Patient code clarification: it was reported that the patient needed blood glucose levels stabilized as a result of the event. It is unknown whether the patient experience hypo or hyperglycemia. See MFR: 3012307300-2018-00102 (potentially same patient)

Event description:
It was reported that a cadd®-solis ambulatory infusion pump "just shut off" after alarming a "high risk alarm". The nurses believed the alarm had to do with the continuous delivery mode of the pump and the pump battery dropping below 50%. The patient had to rush to the emergency room to stabilize blood sugars. No permanent injury was reported.